Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one of the medications benztropine injection, which was linked with benztropine tabs, though not in pyxis, was showing up in epic as its in pyxis. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one of the medications was linked with benztropine tabs, though it was not in pyxis, it was showing up in epic. A technical support specialist (tss) dialed into the server, ran the device inventory report, and found the medication under drawer 3.2 pocket a1. Customer confirmed issue was resolved. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one of the medications benztropine injection, which was linked with benztropine tabs, though not in pyxis, was showing up in epic as its in pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.